Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: procedure date: unk: (B)(6) 2022. Even date: unk:(B)(6) 2022. The surgery was endoscopic maxillary sinus ethmoid sinus. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent a otorhinolaryngology surgery on (B)(6) 2022 and suture was used. It is unknown whether the product was used for the surgery. The product was already discarded. There were no patient consequences reported. Additional information was requested.